Event description:
It was reported to philips that the table height and c-arm movement were not working continuously on an integris allura 15-12 (biplane). The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service repaired the connection box door, replaced the geo tso, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).